Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified brachial vein. A 6.0 x 150 x 90 sterling balloon catheter was advanced for dilatation. However, during the fourth inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.